Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and device information. The event date is unknown. Concomitant medical products and therapy dates: model: unknown, scs lead, therapy date: unknown.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-11527. This report is related to a (B)(6) patient. It was reported the patient was receiving inadequate therapy. In turn, the patient underwent surgical intervention. During the procedure, the patient's octrode lead was found to be damaged. Both of the patient's leads were explanted and replaced per the physician's decision. Adequate therapy was restored post-op.

Manufacturer narrative:
There were no allegations reported against the returned lamitrode lead, however multiple broken/detached wires were observed at the stimulation end (paddle end). The cause of broken/detached is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-11527.